Manufacturer narrative:
Device evaluation: during preventive maintenance by service technician, it was observed that this bio-console instrument's thread that held the battery bracket screw in place fell off from the chassis. This meant that the battery could no longer be attached. The service technician also observed only one back-up battery was in the instrument and that the use-by date (ubd) expires in november 2026. The following errors were found in the statistic log file: (B)(4) (sc mpu external a/d converter offset1 reference hard error) and 69 (sc mpu ups open battery detected hard error). The service technician also observed a pressure leak on channel 1 and channel 2, and a damaged shipping box. The issues were resolved by replacing the tray sheetmetal w/pems, the assembly 560 bioconsole mp module and the battery, 12v,6,5 ah, certified. Preventive maintenance was completed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During preventive maintenance by a service technician this bio-console instrument's thread that held the battery bracket screw in place fell off from the chassis. This meant that the battery could no longer be attached. This was detected during service so there was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the following errors were found in the statistic log file: (B)(4) (sc mpu external a/d converter offset1 reference hard error) and 69 (sc mpu ups open battery detected hard error).

Manufacturer narrative:
H.6.fdc code update. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.